Event description:
During a laparoscopic cholecystectomy, a clip did not stay on vessel rather dropped into the abdomen and had to be retrieved. The next clip firing jammed the instrument. Case completed with another device, with no pt consequence.